Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty keypad; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involved, patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty keypad was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty pump head module keypad. Appropriate action was taken to correct the reported problem by replacing the pump head module keypad. Baxter will continue to monitor similar reports to determine if further actions are required. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.